Event description:
It was reported that during an unk procedure, the device misfired and did not complete the staple line. It is unk how the procedure was completed. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was returned with no visual non-conformances and with a void of staples cartridge present. The device was tested for functionality with a test cartridge; the device achieved complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staple line was complete and the staples formed as intended. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the stadple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.